Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. Customer tried 4 different batteries and no changes and tried 2 different packages of batteries. Troubleshooting was assisted and customer advised to disconnect from the pump, however customer is not calling back after receiving a new battery cap. The insulin pump will not be returned for analysis. Customer was not able to do full troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no blank display noted. (B)(4).